Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) had a pocket revision because the device had migrated and was pointing out very painfully. An attempt to obtain additional information from the field was unsuccessful. The device remains in service. No additional adverse patient effects were reported.